Event description:
It was reported that the patient went to their pediatrician and was diagnosed with a skin infection at their infusion site (arm). The patient's blood glucose (bg) values reached over 500 mg/dl. Symptoms include redness, itchiness, swelling, hot to touch, and purulent drainage. For treatment, samples of the wound were sent off for cultural studies and bacitracin was placed on the wound with a gauze. The patient was advised to apply warm compresses and prescribed oral antibiotics. The pod was worn between 36 and 48 hours. The patient was discharged after 20 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.